Manufacturer narrative:
The report that an infusion of methylprednisolone infused at 217.1ml/hr within 60 minutes was confirmed. Physical inspection of the device noted the sear was sticky, with brown dried fluid residue noted within the crevices of the sear hinging areas. The torsion spring on the door latch assembly was found installed incorrectly (not trimmed and the lead bent) and is believed to be a third party part. An un-approved screw which was too long was used to secure the rear case at the lower boss. All of these issues were incidental observations and are not believed to have contributed to the reported issue. Analysis of the event log shows that an infusion of methylprednisolone was performed on (B)(6) 2017 from 9:22pm to 10:34pm. Although the reported the order was 5.4mg/kg/hr over 23 hours, this drug did not have a weight based dosing option in the drug library. The infusion was programmed with a custom concentration of 14637mg / 217.1ml to infuse within one hour. The user received two soft guardrails alerts that the dose exceeded the limit of 2000mg and that the concentration exceeded the limit of 20mg/ml. The user chose yes to proceed with the infusion overriding both alerts. The infusion ran at the rate of 217ml/hr and completed at 10:24pm; the user then added an additional 30ml vtbi and continued the infusion to completion at 10:34pm. The pump module passed rate accuracy testing. The root cause for the customer¿s reported issue is attributed to user programming.

Event description:
The customer reported that based on information from the facility's ehr (electronic health record) software ordering system a solution of solu-medrol 14,637.5mg in 217.1 ml 0.9% nacl was labeled by the pharmacy to infuse at 217.1ml/hr over 60 minutes. However, the medication was ordered by the physician to infuse at 5.4mg/kg/hr over 23 hours. The customer stated their ehr system did not translate the order correctly to the pharmacy. The patient became hypertensive and experienced symptoms of nausea and vomiting. The patient's assessment and lab values were monitored frequently as a result of this event. The patient was discharged three days afterwards with no lasting harm.